Event description:
User alleges one event, the needle breaking off and remaining in the pt during blood draw. Pt died, but hosp states due to pt's condition and not related to this event.

Manufacturer narrative:
Results evaluations - smiths medical asd, inc. Is unable to fully evaluate this report as the user facility did not retain the sample involved or record the lot number used. Without the sample, there is no way to determine if there was any device problem with the unit. A review of the manufacturing records could not be performed as the user facility did not record the lot number used. The hospital reported that this may be an event of the intern performing the procedure using excessive force during blood draw due to pt's condition. Without the sample, we are unable to determine if this was due to a product malfunction or user error.